Event description:
It was reported that an unstable speed occurred. A rotablator rotational atherectomy system was selected for use. It was noted that rotational speed was unstable. There were no patient complications reported.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).